Event description:
A surgeon reported that knives cut improperly during procedures. New knives were used to complete surgery and there was no pt harm.

Manufacturer narrative:
Two opened samples were returned. Eval of the samples showed the following results: the samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause is unk. (B)(4).